Manufacturer narrative:
The investigation determined that out of range results were obtained using ocd total thyroid control fluids and vitros immunodiagnostics products tsh reagent. The investigation determined that the customer was not following the manufacturer's recommendations for reagent storage. The vitros tsh reagent pack in use had been used for calibration and then stored in the freezer following removal from the analyzer. The instructions for use for vitros reagent packs indicates "store opened refrigerated reagent packs in a sealed reagent pack storage box that contains dry desiccant". Acceptable performance was obtained using a properly stored vitros tsh reagent pack. The root cause is user error.

Event description:
An ocd field engineer obtained quality control results below analyzer range using vitros tsh reagent on a vitros 5600 chemistry system. The event occurred during the installation of the vitros 5600. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The vitros 5600 was not in routine use at the time of the event. There were no allegations of pt harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).